Event description:
It was reported that the lead had dislodged. The lead was replaced with a new lead in a different position. Good parameters, good patient condition.

Manufacturer narrative:
(B)(4).